Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was break in aseptic technique due to change in caretaker. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, after 3 days, ongoing), amikacin injection (100mg, intraperitoneal, once a day, ongoing) and meropenem (1000mg, intraperitoneal, once a day, ongoing) for the event. After three days, the patient was discharged from the hospital. The patient has recovered from peritonitis. The caretaker and patient were retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.